Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6)2021, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in (B)(6) 2021. Block d6b: the stent was explanted sometime in (B)(6) 2021. Block h6: imdrf patient code e0306 captures the reportable event of sepsis imdrf patient code e1906 captures the reportable event of pyelonephritis. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a right ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2021. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its ten days indwell time. Twenty two days following the procedure, the patient developed sepsis and pyelonephritis, which was managed with intravenous antibiotics. Per physician's assessment, the event was serious, not related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of march 23, 2021, was chosen as the best estimate based on the procedure which happened sometime in march 2021, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in (B)(6) 2021. Block d6b: the stent was explanted sometime in (B)(6) 2021. Block h6: imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e0306 captures the reported event of sepsis imdrf patient code e1906 captures the reported event of pyelonephritis. Imdrf impact code f2303 captures the reportable event of medication required. Block h11: additional information. Updated field block b5: describe event or problem. Updated field block h6: patient codes.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stents were used for a right ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2021. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its ten days indwell time. Twenty two days following the procedure, the patient experienced fever, developed sepsis, and pyelonephritis, which was treated with intravenous antibiotics. Per physician's assessment, the event was serious, not related to the device, and possibly related to the procedure.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stents were used for a right ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2021. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its ten days indwell time. Twenty two days following the procedure, the patient developed fever, the patient experienced fever, developed sepsis, and pyelonephritis, which was treated with intravenous antibiotics. Per physician's assessment, the event was serious, not related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b3:the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021, and the day of adverse event reported post-procedure.blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.block d6a:the stent was implanted sometime in (B)(6) 2021.block d6b:the stent was explanted sometime in (B)(6) 2021.block h6: imdrf patient code e230101 captures the reportable event of fever.imdrf patient code e0306 captures the reported event of sepsis.imdrf patient code e1906 captures the reported event of pyelonephritis.imdrf impact code f2303 captures the reportable event of medication required.block h11:the complaint device was not returned for evaluation. Based on the information available and the analysis performed. A labeling review was performed, it was confirmed that the following adverse events are anticipated in the IFU: infection and sepsis, clinical event infection (characterized by fever) requiring IV antibiotic treatment. Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. A risk review was completed and confirmed that the events of "infection and sepsis", " clinical event infection (characterized by fever) requiring IV antibiotic treatment" were defined in the risk documentation. These events have been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the analysis results, an investigation conclusion code of known inherent risk of device was assigned to the reported event of ptfe peeled.